Event description:
It was reported that the ilet user's blood glucose was running high after announcing a meal approximately five minutes after they finished eating. Education was provided on announcing meals prior to eating to reduce postprandial variability. Symptoms included hyperglycemia peaking at 275 mg/dl. The user's blood glucose later decreased to 113 mg/dl, and the user and caregiver were advised to monitor and to contact support if needed. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions when announcing the meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.